Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified yellow particles on the shell surface, fold crease, and wear abrasion. Due to the impossibility to perform a further analysis through device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "ruptured, lot of pain and discomfort." Healthcare professional reported right side deflation. Device remains implanted.